Manufacturer narrative:
Concomitant medical products: cat # mac-9988-4854, lot # fm091021, description: std mitch trh cp sz 48/54, manufacturer: (B)(4); cat # mmh-9988-0048, lot # fm078998, description: mitch trh md hd sz 48+0, manufacturer: (B)(4). It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The customer has reported injury following the provision of a mitch trh with an accolade stem as part of total left hip replacement surgery.

Manufacturer narrative:
An event regarding revision surgery involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was not performed because insufficient information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The customer has reported injury following the provision of a mitch trh with an accolade stem as part of total left hip replacement surgery.